Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). The zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
It was reported that the device powers down when removed from known working rds. No known impact or consequence to patient.